Manufacturer narrative:
Explant date: if explanted, give date: n/a not applicable. There is no indication that the lens was explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient's va (visual acuity) was 20/400 with +3 edema in a male patient, one day post-implantation of a toric intraocular lens (iol). Reportedly, the doctor is not considering the patient unhappy at this point and will have to see how the patient does. No further information was provided.